Event description:
The customer reported intermittent booting of the rtos (real time operating system). When the rtos fails to boot, the system will not boot. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an on over the phone investigation. The customer was advised to restart the system. The system was found to be working as intended. The system was put back into service.